Event description:
Two surgeons received 3rd degree burns on their hand during a single mono-electrosurgical laparoscopic procedure. The electrode which has no identifying number or name has an unusually long post which screws into the electrode. It was loose. Also the insulated connector which fits over the post was too short to cover post. The surgeons received burns because their hands touched the exposed metal of the post.